Manufacturer narrative:
Attachment: [2016-06 exemption e2013036 submission_otp.xls]

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code otp. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2016-01919 and 3005099803-2016-01918.